Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a gas leak error. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Corrected data: b5updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a gas leak error. Customer stated gas loss alarm on unit and tried to refll balloon with no success. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
N/a.

Manufacturer narrative:
Customer stated gas loss alarm on unit and tried to refill balloon with no success. A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate issue. Units passes all manifold tests and autofill tests. Unit ran without issue. Unit calibrated and passes all functional, electrical and safety tests per factory specifications. Returned to customer for use.